Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The event date was estimated. A patient had their system explanted and replaced due to ineffective stimulation was reported to abbott. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer numbers: 1627487-2020-22093, 1627487-2020-30672. It was reported that the patient experienced ineffective therapy after a fall. Troubleshooting was unable to resolve the issue. As a result, the patient underwent surgical intervention where the ipg and leads were explanted and replaced without complication. Effective therapy was restored following the procedure and the issue is resolved. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.